Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found proximal insulation abrasion at 47.8-48.2 cm from the connector pin. The abrasion was most likely caused by friction with another implanted device.